Event description:
It was observed that during the device evaluation, the colonovideoscope had restrictions on forceps insertion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (restrictions on forceps insertion) was due to damage on channel tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.